Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6) 2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. A battery cap was not returned with the pump; a test battery cap was used during the analysis. Unrelated to the reported issue, the keypad cover was found to be peeling from its base and torn in the area of the up arrow button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen visual. This report is made based on results of investigation completed on (B)(6) 2015.